Event description:
Caller states that at approximately noon the customer felt sweaty and believed he had high blood glucose symptoms. Caller states that she is unsure if the customer took his insulin at that time. The customer then tested approximately 7:00pm-8:00pm with a result of 310mg/dl. He reportedly took 20 units of insulin at this point and subsequently started 'seeing things' and felt that he was about to die. The customer was taken to the hospital by his wife. No hospital results were reported, but the caller states that the hospital advised that he was treated for 'the opposite of what he thought his blood glucose was'. No quality controls were used. No strip information was provided. Requested return of suspect device and replacent was sent.